Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the ball bearings were defective, excessive strain and wear. The attachment was blocked, coupling top came off of casing, and one gear was missing. The device was repaired by replacing the planetary wheels, all ball bearings and seals. The device was tested and sent to customer on (B)(4) 2013. (B)(6). Placeholder.

Event description:
Customer reported device saw cap got hot when operated. This is report 1 of 1 for #(B)(4).